Manufacturer narrative:
All known patient information is located in the literature. Date of event is unknown date between (B)(6) 2010 and (B)(6) 2014. 510k: this report is for an unknown tomofix osteotomy plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implanted date: date of implantation is unknown date between (B)(6) 2010 and (B)(6) 2014. Explanted date: it is unknown if or when device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(6).

Event description:
This report is being filed after the review of the following journal article: elattar, o. Et. Al. (2016) open wedge distal femoral osteotomy: accuracy of correction and patient outcomes. Hss journal: the musculoskeletal journal of hospital for special surgery. Volume 13. Page 128-135. July 25, 2016. (United states of america). This retrospective review aims to measure the accuracy of lateral opening wedge distal femoral osteotomy (dfo) in achieving deformity correction using radiographic parameters. Between june 2010 and october 2014, 28 patients (6 males and 22 females with a mean age of 44 years) underwent 41 lateral opening wedge dfos (15 unilateral and 13 staged bilateral) using an unknown synthes locking titanium plate and screws under spinal anesthesia. Once alignment was confirmed, the synthes locking tomofix plate was placed and fixed with five screws. After plate fixation, bone grafting was performed using allograft freeze-dried cancellous chips and grafton demineralized bone matrix, while five patients had additional bone marrow aspirate concentrate injected into the osteotomy site. A standard postoperative protocol was used and all patients performed postoperative physical therapy. The mean follow-up was 26 months (range 12-57 months). Complications were reported as follows: one patient had deep venous thrombosis (dvt). One patient had knee contracture treated with manipulation under anesthesia (mua). One patient experienced delayed bony union treated with iliac crest bone graft and bone morphogenic protein. The delayed union occurred in the patient treated without freeze-dried allograft chips. Postoperative oxford knee scores showed there were 4 patients had moderate to severe arthritis, 7 patients with mild to moderate arthritis and 5 patients had satisfactory joint function. This report is for an unknown synthes tomofix plate osteotomy. This is report 1 of 1 for (B)(4).